Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was non patient needle separation from the holder luer/adaptor/hub and a needle stick injury - post use. The following information was provided by the initial reporter. The customer stated: "a collection staff member tried to remove the luer end with barrel of the device from a push button blood collection wingset to take a venous blood gas. Only the barrel removed and the luer end was exposed and the staff member almost sustained a needle stick injury." Updated entry description (B)(6) 2022: customer confirmed needle stick injury occurred. Sought medical intervention however no treatment was required.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was non patient needle separation from the holder luer/adaptor/hub and a needle stick injury - post use. The following information was provided by the initial reporter. The customer stated: "a collection staff member tried to remove the luer end with barrel of the device from a push button blood collection wingset to take a venous blood gas. Only the barrel removed and the luer end was exposed and the staff member almost sustained a needle stick injury." Updated entry description 07 sep 2022: customer confirmed needle stick injury occurred. Sought medical intervention however no treatment was required.

Manufacturer narrative:
H.6. Investigation summary: catalog number: 367364, batch number: 2151451. No customer photos or samples were received for review and evaluation. As no customer photos or samples were received the scope of this investigation is limited. Therefore, 30 retain samples from the bd inventory were subjected to a draw test. All the retain samples passed with no evidence of leakage or separation. Therefore, this complaint cannot be confirmed for separates during use based on the retain sample draw testing results. Bd is unable to confirm the customer¿s reported failure mode of separates during use and needle stick ¿ after use/dirty based on retain sample analysis testing results. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was unable to determine a root cause for the customer's indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.